Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the root cause of the drill breakage cannot be concluded. However, the resistance, the strange sounds and the increasing force might have been signs to stop before the instrument broke. Irritation or migration of pieces cannot be ruled out for the future. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from misuse or rough handling are likely probable causes of the reported event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a strange sound was heard while drilling. When the drill was removed, it was broken. The rest of the broken drill began to be searched manually and parts of the patient were removed. However, some parts of the drill that could not be extracted remained inside the bone. There was a surgical delay greater than 30 minutes.